Event description:
It was reported to philips that pcm board issue caused shutdown delays outside clinical use on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service suggested pcm board replacement; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).